Event description:
It was reported that stent damaged occurred requiring additional intervention. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending artery (lad) to left main artery (lm). The physician cannulated lad with 7f ebu 3.0 guide and wired with a non-boston scientific wire. Pre-dilatation was performed with a 2x12 nc balloon, and a 2.5 x 48mm synergy drug-eluting stent (des) was deployed. Post dilation was done with a 2.75x15 nc balloon. Subsequently, a 3.50x28mm synergy des was overlapped from proximal lad to lm. The stent was deployed at 11 atmospheres and was apposed to the vessel. However, when the stent balloon was tried to remove, the proximal part of the stent got elongated and came up to aorta. A 1.5x12 balloon was advanced and opened the stent struts in aorta and took the guide catheter again inside the lm. A 4x28mm synergy des was deployed and covered the entire lm. The procedure was completed with no patient complications reported.

Manufacturer narrative:
(E1) initial reporter first name: (B)(6). (E1) initial reporter address 1: (B)(6).